Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump displayed that the cartridge contained 196 units of insulin when it only contained 100 units of insulin when the load step was attempted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/31/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/12/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated no evidence of a load step malfunction, and a load step malfunction was not duplicated during testing. The pump rewind and load steps were completed successfully. The pump accurately displayed the correct number of units of insulin during the load step. The force sensor calibration reading was within specifications. The pump case was removed and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.